Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging device will not turning on/device no functioning, nasal/throat irritation or soreness, water going into tubes and mask. There was no report of harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 09/09/2024: the device was returned to the manufacturer's product investigation laboratory for investigation. Due to the complaint of water coming into the mask and tube, pil conducted an additional test and did not observe water in the tube during this test. Pil initiated therapy with the device and verified airflow. An external and internal inspection of the device found unknown brown dust-like contamination at the air inlet of the blower box. White dust-like contamination on top of the blower motor, isolators, blower box, blower box lid and the blower motor seal. Unknown black dust-like contamination, inconsistent with degraded sound abatement foam and pieces of potential hair/fiber contamination on the rear panel. Black contamination, consistent with keratin, at the air outlet of the blower box. Unknown black hair/fiber contamination, inconsistent with degraded sound abatement foam, on the front panel. Unknown black, inconsistent with degraded sound abatement foam, specks of contamination and pieces of potential hair/fiber contamination on the bottom enclosure. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. Pil used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There were no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The investigation was not able to confirm the complaint or address the symptoms specified. In this report, box d, h has been updated/corrected.